Event description:
Guidant received info that the implantable cardioverter defibrillator (ICD) was explanted after 39 months due to a status of eri (elective replacement indicator). Premature battery depletion was suspected. A new ICD was successfully implanted.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was explanted after 39 months due to a status of eri (elective replacement indicator). Premature battery depletion was suspected. A new ICD was successfully implanted.